Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08feb2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 1 of this IFU also provides an explanation of each of the pump parameters. Section 4 of this IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 of this document contains information about the system's alarms (including low flow hazard alarms). A direct correlation between the reported events (bleeding, low flow alarms) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed, as no log files were submitted for evaluation. The patient remains ongoing on hmii lvas and no related complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 with complaints of dark stools, low flow alarms, and weakness. Complete blood count (cbc) tests showed low hemoglobin (hgb). The patient's hgb levels were down to 9 g/dl, and at the previous check they had been in the 11-13 range. The patient was admitted, then given a transfusion of 2 units of packed red blood cells (prbcs). A gastrointestinal bleed was not confirmed. Following the transfusion the patients hgb levels remained stable, and there were no signs of re-bleeding. The patient's low flow alarms persisted despite stable hemolytic markers and would follow up with the clinic. The patient was discharged and sent home.